Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle footplate was deployed and the feet were pulled to the vessel wall. The device did not feel correct; the prostyle device was stuck. The device did not move when tension was released. The plunger was pressed in and pulled out; however, a cuff miss was noticed. The footplate was pressed down and released again to remove the device. It was obvious the distal guide had come apart yet was held together with the actuator wire. A clamp was used to remove the device intact. Vessel access was lost and a large arterial rupture was observed. Manual compression was applied to control bleeding. An armada balloon was used at the access site via radial access. A covered stent was place at the puncture site. The procedure was completed with left common femoral access. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received: additional medications (increased anticoagulant and protamine) were administered as the procedure was prolonged. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break and needle to cuff miss and were confirmed based on the returned device condition. The reported difficulty closing the foot, device entrapment, loss of arterial access and ¿device did not feel correct¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury and hemorrhage are listed in the prostyle instructions for use as potential adverse event associated with use of the suture mediated closure devices. Based on the returned device condition and the reported information, the reported guide detachment appears to be related to downward force or torsional manipulation applied during device placement attempt due to interaction with the patient anatomical conditions. Detachment of the guide would compromise the foot functionality which subsequently contributed to difficulty closing the foot and device entrapment. Additionally, detachment of the guide can compromise needle trajectory, thus, contributing to the reported needle to cuff miss such that the foot pockets/ cuffs would no longer be with in the path of the needles. The reported loss of arterial access appears to be related to the difficulties experienced because the access to the site was not regained and not specifically because the device came out of the vessel. The reported ¿device did not feel correct¿ was likely an artifact of the guide break experienced during the procedure. The reported patient effects of tissue injury and hemorrhage are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.